Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received information alleging black particles in CPAP device. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer previously reported incorrect information in sections b2, e1. The corrected information is reflected in this report. The manufacturer previously reported in section b.2. Required intervention to prevent permanent impairment/damage. After review, it was determined no required intervention to prevent permanent impairment/damage was reported and this was incorrectly marked in section b.2. The report should have been sent for product problem only in section b.1. E.1 section is updated in this follow up report.